Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date monitor: 02/16/2012, electrode belt: 07/10/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was at home at the time of passing. Review of the download data, indicates the patient received one shock in response to CPR artifact. The patient was in CPR/motion artifact at the time of the treatment at 10:20:05 on (B)(6) 2020. The patient's post shock rhythm for the treatment was an idioventricular rhythm at 70 bpm with tactile artifact. The patient transitioned to a non-treatable rhythm at 10:20:16, and the electrode belt was disconnected at 10:20:28 on (B)(6) 2020. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.